Manufacturer narrative:
Updated d9 - device available for evaluation to yes.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Updated a4 - patient weight. The reported observation of end of battery life was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of explant. The artemis clinicians' manual was used to calculate the device longevity by determining the energy factor of the used program. The longevity estimate was 5.5 months assuming 700-ohm program impedances, +/- .25-year per ¿ 90205144. The device provided 164 days or 5.39 months of therapy indicating normal battery depletion based on the available programming history. The device was not subjected to ate testing, due to the as received condition with a normally depleted low battery voltage.

Manufacturer narrative:
Updated: d6a- date of implant to (B)(6) 2024, which was missing in the initial report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.